Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00252. (B)(6). Lot 17n001 was manufactured from december 11-12, 2017. The device was received for evaluation. Visual inspection revealed fluid inside the device¿s housing, indicating that a leak had occurred. A leak test was performed by filling the device with water. After fill, a leak was observed coming out at the welded area of the device volume indicator located inside the housing. The reported condition was verified. The cause of the leak was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from an unspecified location prior to patient use. There was no patient involvement. No additional information is available.